Event description:
Rptr bought the cibavision aosept clear care. No rub cleaning and disinfecting solution for soft contact lenses. The rptr had immersed their contacts in it and the following morning rinses one of their contacts with it and put the contact inside their eye as is normal practice. Well, rptr started screaming in the bathroom and they pried the contact out and they washed their eye out with water. They contacted the MFR and all the customer svc rep told them to do was wash with water. Rptr also asked if they hadn't read the small print writing near the top of the bottle that reads, "don't put directly in your eyes". Well, first of all, if you're not wearing your glasses you can't read it and second of all, it's not an obvious warning to indicate that you don't even rinse the contact with solution before you put it in. They thought it meant that, of course, you would never squeeze the liquid out directly into your eye. They are educated and intelligent people and that was not obvious. Later on that morning, rptr's eye began to sting again and crying in pain and went to the ER because of it where the rptr got some treatment. The rep didn't even suggest to seek medical attention. The rptr subsequently went to their eye dr as well and has the paperwork to prove everything stated here. Please address the co on this issue for the good of the public.